Event description:
The account reported the brake would not hold. The bed was located in a pt room at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the brake caster is not holding most likely caused by worn out brake pads. The tech replaced the brake caster to resolve the issue based on this info, no further action is required.